Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the surgeon used the ec45a in lar procedure. Before using on the patient, he ordered the ec45a, then the nurse prepared the device, when dr hold the device ( didn't pass into trocar), he checked the jaw, and found the jaw can't be open, so he changed a new one to finish the surgery safely. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # r58z4a. The analysis found that one ec45a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.